Event description:
Customer states "pad that was used (one in bio bag with literally no gel at all on the pad) as well as a new one I grabbed on site which shows the gel peeling of as a result of taking the paper pads off."

Manufacturer narrative:
A review of the DHR was completed, there was no noted non-conformances with raw materials or the process including the device testing for final release. Retain samples from the same lot were tested and the malfunction could not be replicated.